Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23552. It was reported the patient experienced pain at the ipg site. It was also reported the patient stated the stimulation did not provide her with effective pain relief. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted. However, the patient's lead remains implanted.